Event description:
It was reported that device upgrade was performed. During a device upgrade procedure the right atrial (ra) lead was unable to be extracted and it uncoiled and broke off, for that reason it was surgically abandoned and certain portion of the lead was explanted and returned. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. Environmental stress cracking (esc) was observed in several places on the lead surface. The setscrew marks were in correct location on the terminal pin. Melt marks were noted in outer insulation, likely due to explant electro cautery damage,. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that device upgrade was performed. During a device upgrade procedure the right atrial (ra) lead was unable to be extracted and it uncoiled and broke off, for that reason it was surgically abandoned and certain portion of the lead was explanted and returned. No additional patient adverse effects were reported.